Manufacturer narrative:
The reported issue was confirmed by review of the patient data file which revealed a system check test failure for the 9-volt battery reading below acceptable limits (6.500 v - 10.000 v). The 9-volt battery is replaced at every service (90-day of use interval or 2-year calendar interval). The battery that was replaced at the most recent service interval had an expiration date of march 2021. At the time that the 9-v battery failure occurred, the battery was not expired. It is suspected that the 9-v battery experienced an unexpected cell depletion malfunction within the two months after installation/service. This issue will be monitored and trended as part of the customer complaint process. Syncardia has completed its investigation and is closing this file. (B)(4). Follow-up report 1.

Manufacturer narrative:
The companion 2 driver will be evaluated by syncardia. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
While performing a routine evaluation, a syncardia technician reported that the companion 2 driver did not pass the system check. The file showed that the system check failed the 9 volt battery voltage test.